Event description:
On (B)(6) 2012, a patient underwent repair of an abdominal aortic aneurysm. The aortic neck was only 6 to 8 mm and heavily calcified. A gore excluder aaa endoprosthesis featuring c3 was advanced, and the deployment knob was released. In error, the delivery catheter was pulled completely out of the patient, causing the constraining sleeve sutures to sever and the device to deploy and pull down approximately 2 cm. Four aortic extenders were added; however, a proximal type I endoleak was present. On (B)(6) 2012, the patient underwent a snorkel procedure using viabahn devices. The previously implanted gore excluder aaa endoprosthesis was relined with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component, and an aui and fem-fem bypass were performed. The patient tolerated the procedure. The previous proximal type I endoleak appeared to have resolved. On friday (B)(6) 2012, the patient underwent a cholecystectomy and colon resection due to multi-organ failure, which the physician suspects was due to a clot or a calcific plaque showered into the hepatic artery. On (B)(6) 2012, the patient expired due to multi-organ failure.

Manufacturer narrative:
Additional devices: 9296213/pxa230300, 9581375/pxc141000, 9689328/pxa260300, 9689323/pxa260300, 8200603/pxa260300.